Event description:
It was reported that a balloon rupture occurred. An 80-90% stenosed target lesion was located in the severely tortuous and severely calcified arterial and venous fistula. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 10atm upon 6-8 inflations for 30-40 seconds. The device was completely removed from the patient's body with the sheath of the catheter and the procedure was completed with another of the same device. No complications were reported, and the patient is stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. An 80-90% stenosed target lesion was located in the severely tortuous and severely calcified arterial and venous fistula. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 10atm upon 6-8 inflations for 30-40 seconds. The device was completely removed from the patient's body with the sheath of the catheter and the procedure was completed with another of the same device. No complications were reported, and the patient is stable post procedure.